Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer received no delivery alarms from his insulin pump and that the insulin pump had condensation inside the screen. The customer also stated he had to make frequent battery changes, had to restart the rewind sequence several times, and that his insulin pump was chipped by the battery casing. The customer's blood glucose levels are uknown. Troubleshooting was declined. The product is not being returned. Nothing further was reported.